Manufacturer narrative:
Updated fields: h2, annex code b. Additional information: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The reported fragment that fell into the patient's body was a loose staple remaining from the attempted use of the stapler. The loose staples were removed from the surgical site through the assistant's port. This was done under visual guidance; no additional confirmation was required. No additional testing was necessary. The anastomosis healed without additional surgery. This event did not affect the postoperative course. The patient did not have postoperative complications and was discharged home on day 5 after the procedure. The patient remains at home and is under oncological supervision. In this case, there were no postoperative complications, and the patient did not require any postoperative care deviating from standard procedures.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) of the rectum, the customer placed the stapler sureform 45 instrument through arm 3. The instrument would not clamp onto the tissue. The operator changed the control of the third arm from the right to the left master tool manipulator (mtm). Because of this, the tool on the first arm could not grasp the tissues, which made it difficult to maneuver in the surgical field. The stapler did not fire correctly. After several attempts, the stapler finally fired. The surgeon used the stapler much lower on the rectum than intended. A fragment fell into the patient and was retrieved during the same procedure. The surgery was completed with a less than 15-minute delay.

Manufacturer narrative:
A return material authorization (RMA) was issued for the sureform 45 stapler instrument, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. A review of the stapler logs was performed for this procedure. The sureform 45 stapler instrument was installed on the system five times and fired four black reloads. On the first install, the first three clamp attempts were incomplete. The fourth clamp was successful, and the firing was completed with four pauses for compression. On the second install, the first clamp was incomplete. The next clamp was successful but was followed by a firing failure. On the third install, the system failed to detect the reload color, and the user manually selected the black reload color via the surgeon side console (ssc) touchpad. No clamping or firing was attempted on this install. On install four, the first four clamp attempts were incomplete. The fifth clamp attempt was successful, and the firing was completed with six to seven pauses for compression. On the fifth install, the first clamp was successful, and the firing was completed with one pause for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, h11. Corrected data can be found in fields d2a, d4, and h4. Device evaluation: intuitive surgical, inc. (Isi) receive 2 da vinci products to perform failure analysis. The sureform 45 stapler instrument and 1 black sureform 45 reload were analyzed and the complaint was not confirmed by failure analysis. The stapler was found to have one firing failure based on log review which was not replicated through in-house testing. The sureform 45 stapler instrument was installed onto an in-house system and fired on a test foam using two in-house black sureform 45 reloads. The instrument was tested once using the high challenge foam method. The instrument fired successfully, and the resultant staple line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs confirmed one firing failure. There were also notes of clamping failures in the logs. The black sureform 45 reload was returned attached to the stapler instrument. There was no damage to the stapler reload. The stapler reload was returned used and fired. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. No product issue was identified.